Manufacturer narrative:
(B)(4). Date of event: publication year of 2019. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the dindo/clavien classification stage 1 and stage 2 complications and how many of the patients who developed these complications and patients who experienced significant blood loss used the harmonic scalpel? Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: minimally invasive surgery versus percutaneous radio frequency ablation for the treatment of single small (=3 cm) hepatocellular carcinoma: a case-control study authors: giulio c. Vitali, alexis laurent, sylvain terraz, pietro majno, nicolas c. Buchs, laura rubbia brandt, alain luciani, julien calderaro, philippe morel, daniel azoulay, christian toso. Citation: surg endosc (2016) 30:2301¿2307 doi 10.1007/s00464-015-4295-6. The objective of this case-control study was to compare radio frequency ablation (rfa) with minimally invasive surgery (mis) for the management of patients with single =3 cm hepatocellular carcinomas (hccs). A total of 105 patients with child-pugh class a or b cirrhosis and single 1-3 cm hcc underwent hcc treatment by either mis or rfa from july 1998 to december 2012. Forty-five patients (15 females, 30 males), ages ranging from 31-84 years (mean age, 61.4 years) underwent mis. Liver parenchymal transection in mis was performed using a combination of harmonic scalpel, ultrasonic surgical aspirator, and vascular staplers. In the mis group, the median intra-operative blood loss was 200 (20¿2000) ml. Three patients had procedure-related blood transfusion. The complications noted in the mis group were dindo/clavien classification stage 1 (n=2) and stage 2 (n=2) complications, and a biloma (stage 3) requiring percutaneous drainage. In conclusion, the authors reported that selected patients with single =33-cm hccs can be safely treated by mis, without increased risk of perioperative complication, and with a lower risk of local recurrence. Mis should be especially favoured in patients with peripheral hccs in segments 2¿6, and/or when a histological assessment is desirable.